Manufacturer narrative:
The technician replaced the motor control board to repair the bed.

Event description:
Information received indicates the foot section will sometimes rise when operating the knee function.